Event description:
It was reported that the patient's lead exhibited oversensing and noise. The clinician noted that this was an, "ongoing issue that had been occurring and the physician was aware." The lead remains in use. No patient complications have been reported as a result of this event.